Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient went to adjust stimulation and saw a power on set (por) message on the programmer. The patient was redirected to their healthcare provider to further address the issue. There were no r patient complications are anticipated or expected as a result of this event.